Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that it was determined after calculated by technical services that the battery was performing at the normal recharge interval for the settings programmed. The rep spoke with technical services with the patient present to determine the appropriate recharge internal. The replacement was cancelled. The charging issues were resolved. The rep switched the patient to cycling. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported the patient was unhappy with recharging. The patient was complaining about longer recharge time. There was nothing currently showing issues with the symptoms. The rep tried to reprogram the battery to use less voltage, but the patient said that it was the frequency that was the issue. The patient¿s old battery would last 5-6 weeks and the new one only lasts 5-7 days. The rep gave the patient sticky pads for better coupling. The patient programmer showed the patient only needed to charge for 30 minutes. Additional information was received from a rep. The rep stated the patient has to charge about every one-and-a half to two weeks. The patient insisted that the implant was defective, and they wanted the device replaced. A recharge interval was performed based on 5.9 v, 750 pw, rate 35, +-690 ohms, and 13 hours/day use. The recharge interval showed about 11.96 days to empty. No symptoms or further complications were reported.